Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking sensation in her hand while dusting her tv, which was on, with a "damp rag". She also received a shock from a tv screen. A power on reset (por) occurred and received no response from her pt programmer. She was at home in good condition. The company rep reported that a por was suspected, but was not confirmed by her pt programmer. The pt's stimulation was not restored and was redirected to her healthcare provider. Further info has been requested from the healthcare provider.